Manufacturer narrative:
Updated summary and code grids

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the fse had discovered during evaluation the power supply was broken. The fse evaluated the device on site. It was determined that this was a malfunction of the power supply. The fse informed the customer of the need to replace the broken power supply. Multiple attempts were made to determine if any further action were taken to resolve this reported event; however, no information was available. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power supply. The reported problem was confirmed. The fse informed the customer of the need to replace the broken power supply. Multiple attempts were made to determine if any further action were taken to resolve this reported event; however, no information was available. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the power supply was broken.